Manufacturer narrative:
Device evaluation: no product was returned for investigation. Device evaluation including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Device expiration date and device manufacturing date not available. UDI section of UDI number is unknown, no product information has been provided to date.

Event description:
It was reported that after the epidural insertion the anesthetist noted that the epidural catheter had become loose from the portex clip. No patient injury was reported.

Manufacturer narrative:
A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Similar customer complaints have been historically received - disconnection of epidural catheter or occlusion of epidural catheter when connected. The root cause of such customer complaints was identified to be not following instructions for use (IFU). Specifically, failure to fully insert the catheter into the connector may result in connector occlusion or catheter disconnection, resulting in inadequate delivery. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. (H6c, h6d, h6e).